Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the tip of the handpiece was sparking. A different handpiece was then used to complete the procedure .was set to cut 6 coag 8. It was confirmed that the spark came from the tip of the handpiece. No patient impact.